Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's reported via phone call of button error on their son's insulin pump. The customer's blood glucose was 174mg/dl. Customer states his son was messing around with the device and noticed the button error alarm. Customer was advised to discontinue use of the pump, and that it would need to be replaced. The pump is being returned and replaced.

Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. The insulin pump has cracked case at the display window corner, broken battery tube threads, reservoir tube lip and minor scratched display window.